Manufacturer narrative:
Batch review performed on 30 april 2025: lot 2012561: (B)(4) items manufactured and released on 05-mar-2021. Expiration date: 2026-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a loose stem and the cause is unknown. At about 2 months from primary the surgeon revised the diaphysis, metaphysis and liner. The surgery was completed successfully.